Event description:
Reference number: (B)(4). Event occurred in cyprus. It was reported that patient has high blood glucose event on 24-feb-2026. The event lasted for over 4 hours and was treated with pump. No further information available.